Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results between coaguchek xs meter (B)(4) and a lab using an unknown reagent. At 9:46 am, the customer tested by fingerstick on the meter and the result was 5.6 inr. At 9:48 am, the customer tested by fingerstick on the meter and the result was 5.8 inr. At 11:00 am, the customer had a lab test and the result was 4.1 inr. The customer has a therapeutic range of 2.5-3.5 inr. Customer has no hematocrit issues, no antiphospholipid antibodies, no new medication or new illness and no diet changes. The customer bruises easily but has not required any medical treatment for the bruising. Customer's warfarin dose has been changed recently. There was no allegation of an adverse event. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Roche diagnostics has issued a recall for this issue.